Manufacturer narrative:
Complaint conclusion: the physician believed that the balloon of a saber pta balloon catheter (bc) ruptured as the pressure would not increase during inflation. Another new balloon was used to complete the procedure. There was no reported patient injury. The patient was a male but his age was unknown. The target lesion was the external iliac artery. The lesion was heavily calcified and mildly tortuous. The rate of stenosis was 100%. For the procedure, a 2x20mm saber pta catheter was opened. There was no difficulty removing the product from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use. The device was prepped normally with no anomalies noted during prep. The contrast media, contrast ratio, and brand of indeflation device were unknown. After a non-cordis guidewire was inserted (it is unknown if it was advanced to the lesion without difficulty), some non-cordis balloon attempted to cross the lesion but it could not cross. The balloon was exchanged to the saber pta. It is unknown if there was resistance/friction as the device was inserted into the patient; or if there was difficulty experienced as the device was advanced to and across the lesion. After the balloon crossed the lesion, it was inflated. However the pressure did not rise and the physician estimated the balloon ruptured. It is unknown if the balloon ever inflated, or if leakage was noted. It is unknown what the maximum inflation pressure was before the issue was noted. It was unknown if the catheter was ever in an acute bend or kinked during use. It is unknown if the balloon catheter was removed easily from the patient; however, it was removed intact (in one piece). The balloon was changed to another new balloon. The procedure was finished successfully. There was no reported patient injury. The product was returned for analysis. One non-sterile unit of saber 2mm x 2cm 90cm bc was returned. Per visual analysis no anomalies or damages were found. A leak test was performed and a leak was found on the balloon. Per sem analysis the balloon¿s external and internal surfaces exhibited no evidence of damage adjacent to the leak. The proximal marker band exhibited no anomalies. A device history record (DHR) review of lot 17097255 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst (peripheral)¿ was confirmed through functional analysis of the returned device. The exact cause of the leak could not be determined during analysis. Based on the information available for review, vessel characteristics (heavy calcification, mild tortuosity and a rate of stenosis) may have contributed to the burst. Neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
After a non-cordis guidewire was inserted (it is unknown if it was advanced to the lesion without difficulty), some non-cordis balloon attempted to cross the lesion but it could not cross. The balloon was exchanged to the saber pta. It is unknown if there was resistance/friction as the device was inserted into the patient; or if there was difficulty experienced as the device was advanced to and across the lesion. After the balloon crossed the lesion, it was inflated. However the presser did not raise and the physician estimated the balloon ruptured. It is unknown if the balloon ever inflated, or if leakage was noted. It is unknown what the maximum inflation pressure was before the issue was noted. It was unknown if the catheter was ever in an acute bend or kinked during use. It is unknown if the balloon catheter was removed easily from the patient; however, it was removed intact (in one piece). The balloon was changed to another new balloon (non-cordis and aviator). The procedure was finished successfully with the aviator balloon. There was no reported patient injury. The product was clinically used. And the saber pta catheter will be returned for analysis. Concomitant devices: chevalier 14 floppy guidewire; chevalier 14 pl-x guidewire; astato, st.jude medical guidewire; naveed, terumo guidewire; coyote, boston scientific balloon; and jade balloon. (B)(6). The device was received for analysis; but the engineering report is not yet available. However, it will be reported within 30 days upon receipt. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the physician believed that the balloon of a saber pta catheter ruptured as the pressure would not increase during inflation. Another new balloon was used to complete the procedure. There was no reported patient injury. The patient was a male but his age was unknown. The target lesion was the external iliac artery. The lesion was heavily calcified and mildly tortuous. The rate of stenosis was (B)(6). For the procedure, a 2x20mm saber pta catheter was opened. There was no difficulty removing the product from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use. The device was prepped normally with no anomalies noted during prep. The contrast media, contrast ratio, and brand indeflation device were unknown.